Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving a pump error during the rewind process. The customer was able to clear the error, complete rewind, and pump passed displacement test. The error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Unit did not pass the rewind test due to pump error 38. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 during rewind. Thus, software was utilized to upload trace/history files. The adapt tool was utilized to search for pump error 38 alarm that may have occurred in the past or during the complaint call. The adapt tool reveals that several pump error 38 alarms were recorded on (B)(6) 2025 from 03:44:47.000 through 10:01:53.000. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Corroded motor, white debris on the motor and in the reservoir tube was noted during deconstructive analysis. Moisture damage noted on electronic assembly. Unit was also received with cracked keypad overlay at select button, cracked belt clip rails, scratched case and stained keypad overlay. In conclusion, customer's concern was confirmed during testing. Pump error 38 alarm was noted during rewind test and in adapt history files. Corroded motor, corroded electronic assembly, white debris on the motor and white debris in the reservoir tube was noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.